Manufacturer narrative:
Result of investigation: the issue "no video output" was confirmed by the investigation. In addition the device does not show any abnormalities at the housing nor inside the unit. The most probable root cause is a component failure (fpga defect). The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9 on january 24,2025. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported no video output there is no information that the event caused a harm or serious injury to patient.